Event description:
In an article titled "balloon-related complications and technical failures in kyphoplasty for vertebral fractures", the following was reported: several recurrent complications or procedural failures were observed during balloon kyphoplasty: "the incidence of cement leakage in kyphoplasty (assessed by control CT after the treatment) was (B)(4) for the total number of treated vertebrae." It was also noted there were no complications observed due to cement leakage. No additional information was reported.

Manufacturer narrative:
A retrospective review article titled "balloon-related complications and technical failures in kyphoplasty for vertebral fractures", but (B)(6). No additional information reported. Note: other events were previously reported in mgf: 2953769-2009-00152. Method - device not returned, internal review of literature, follow-up with author.